Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 526 mg/dl. Patient's current blood glucose value is 326 mg/dl while ending the call it was 338 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Drive support cap appears normal. The customer was treated with manual injection. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).